Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a power (moisture ingress) issue. It was reported that the pump lost power. Moisture was allegedly visible behind the pump display lens. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 09/06/2014 with the following findings: during a visual inspection of the pump, no damage was found to the battery compartment or returned battery cap; however, moisture was visible behind the display lens, and the casing was cracked near the display. The returned battery cap secured properly to the pump; however, the pump was unresponsive and did not power on. A leak test was performed and failed due to a leak at the crack in the casing. The pump case was removed, and evidence of moisture ingress was found throughout the pump interior.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.